Manufacturer narrative:
The device was returned to olympus for evaluation. The customers reported issue of e218 scope error was reproduced . Device evaluation found corrosion on video plug and this caused the error e218 (scope malfunction err) to occur. Corrosion noted to be due to water invasion. Additionally, the following findings were identified during device evaluation and are as follows: (a.) The bending section cover had a scratch, (b.) The adhesive on the bending section cover had a chip, (c.) The control unit was damaged, (d.) Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, (e.) The distal end was deformed, (f.) The switch button 1 had discoloration, (g.) The switch button 2 had discoloration, (h.) Switch button 3 had discoloration, (I.) The video connector had a crack, (j.) The video connector had a crack, (k.) And the control unit was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a e218 scope error. The event occurred during preparation for use. The intended therapeutic procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit was likely damaged due to usage stress, external factors, handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) Were likely damaged. However, a definitive root cause could not be established. The inspection method for this event is described in the instruction manual "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows: [inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.